Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. The customer stated that the sometimes the plastic comes off. The customer also stated that the insulin pump not bumped or dropped or no car accident. The device will be return for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with cracked keypad overlay at select button. The information that provided: date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.